Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that they were hospitalized due to low blood glucose. The customer's blood glucose was 30 mg/dl at the event of low blood glucose. The customer's blood glucose was 896 mg/dl at the event of diabetic ketoacidosis. The customer's blood glucose was 398 mg/dl at the time of call. The customer stated that they were given fluids and manual injections of insulin to treat the high blood glucose. The customer stated that they were vomiting at the event of diabetic ketoacidosis. The customer stated that they were wearing the insulin pump during hospitalization for the diabetic ketoacidosis. The insulin pump will not be returned for analysis.